Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2017 with the following findings: the battery compartment was cracked on the left side of the grip pad. The display was dim and pink. Initial reporter: animas corporation: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 09/16/2017.